Event description:
Mentor saline breast implants implanted in (B)(6) 2010 seem to be causing a myriad of problems, possibly breast implant illness. Sibo, fat malabsorption, ibs, high cholesterol, low cortisol, low vitamin d, high a/g ratio, low iga, low c3a, food intolerances, memory loss, brain fog, stiffness and pain in hand joints, excessive thirst and urination, premature aging, vision spots, reoccurring infections, occasional ringing in ears, depression, anxiety, panic attacks, vertigo, low thyroid. FDA safety report ID# (B)(4).